Event description:
It was reported that during a diagnostic endobronchial ultrasound (ebus) biopsy of a lymph node procedure, a lymph node at station 11l was biopsied 3 times, and lymph node station 7 was biopsied once, and on the fourth attempt is when the failure occurred where a piece of the 19g needle broke off and fell into the patient's airway. The metal tube was retrieved using biopsy forceps. The procedure as completed by replacing the needle with another size. There were no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4 and h6. The device was returned to olympus for inspection and the reported failure was confirmed as the needle was damaged. In addition, the following reportable malfunctions were identified during the device evaluation: the tubing (pebax) shows skid marks, and some of the distal spirals exhibit larger gaps. The laser-cut hypotube (lch) was ejected from the sheath. It appears that it was pushed out sideways rather than through the sheath¿s lumen. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the black stripes in images was due to broken video cable. The likely cause of the reported event found during evaluation was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.